Event description:
The implant failed due to infection and pain. The implant was placed at #11 and removed after 1 yr and 1 month. Traditional 2 stage surgery. Good oral hygiene. Moderate bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.